Event description:
The facility representative reported to baxter (B)(4) that a flo-gard IV solution administration set had been chewed up by a triple-channel colleague p1.7 pump. This occurred during infusion. The drug being used was lipofundin for total parenteal nutrition (tpn) infusion therapy. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A sample was available for evaluation. A visual inspection revealed that the tubing looked to be chewed and had a hole at the portion of the set that is inserted into the pump. The reported condition was confirmed. The root cause is not identified.